Event description:
It was reported by service report that the secure bed is not weighing accurately. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Stryker representative found that the load cell had been improperly installed by the user facility inhibiting proper functionality of the scale. The stryker representative taught the user facility biomed how to properly install the load cell.